Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular oversensing due to post paced t wave oversensing was observed on the implantable cardioverter-defibrillator via remote transmission. Programming changes were discussed. There was no patient consequences.